Event description:
It was reported that twenty four hours after implant the right atrial lead perforated the myocardium. The lead was explanted and not replaced. No futher patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information was received and revealed the patient is (B)(6) and not a pediatric. The event is being reported as a 30d reportable event due to the description of the patient as "young" . Follow up attempts to determine the exact age have been unsuccessful. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
Asku.

Manufacturer narrative:
The event is being reported as a 30d reportable event due to the description of the patient as "young" . Follow up attempts to determine the exact age have been unsuccessful. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.